Event description:
It was reported that the patient experienced a cerebrovascular accident (cva) and weakness. After a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced a cerebrovascular accident (cva) and weakness. A magnetic resonance imaging (MRI) scan showed multiple areas of stroke with a large area in the left cerebellum. It is unknown if any medical intervention was performed. The current condition of the patient is unknown. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.